Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Customer reported three complaints of the same device issue at the same time and only two were returned. However, a lot was not able to be determined for the two returned devices so it is not clear which device belongs with this medwatch and complaint. Please see reports 0001825034-2016-04252 and 0001825034-2016-04668. Complaint sample was evaluated and the reported event was not confirmed. Inspection of the device showed that the first device was observed to have the anchor disassembled from the tip of the inserter. However, the suture was also observed to be disassembled from the luer cap. Further, the two needles were not embedded in the foam insert and this foam insert was not returned with the device. The anchor was observed to be intact with no fraying noted. The second device was observed to have the anchor seated on the inserter tip as it should be. However, the suture was observed to be disassembled from the luer cap and is entangled around the shaft of the inserter. The needles were found to be embedded in the foam inserter but the foam insert has been removed from the inserter handle. The anchor was observed to be intact with no fraying noted. DHR could not be reviewed as lot number is unknown; however review of inspection criteria, indicates that the devices were likely released from zimmer biomet control conforming . Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event could not be confirmed as no product was returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information indicates a malfunction. Should additional information be received, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
During a procedure, the suture anchor was found dissembled from the inserter and was not able to be used. Another suture anchor was used to complete the procedure without delay.